Event description:
The device is not PMA approved.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed by MRI. The device has been explanted and replaced.